Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the forcefx generator was in use during a cardiology procedure in which the patient received a first degree burn to the buttocks where the return-electrode (pad) had been placed. The manufacturer of the return electrode is unknown. The settings on the generator at the time were coag - desiccated mode - 40 watts.